Event description:
It was reported that a cgm error 42 occurred on january 9, 2026. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided detailed instructions for a pump reset. After following the guidance from technical support, the customer successfully restarted their sensor session and did not experience the error code again.